Event description:
As initially reported by the physician, the consumer experienced irritation and was diagnosed with bilateral corneal ulcers, which were more severe in the right eye compared with the left, along with evidence of bilateral corneal scarring, opacification, and corneal leukoma after using the contact lenses. It was further concluded that these corneal opacifications are frequently the result of a previous infection. The current condition of consumer was unknown. Additional information has been requested not yet been received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer's internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.